Event description:
Pt was placed on v60 ventilator, during use v60 restarted itself, once machine restarted it gave message of ventilator restarted, machine was switched out and no pt adverse event. Rt at bedside during event. FDA safety report ID# (B)(4).